Event description:
It was reported while using bd facscalibur¿ flow cytometer erroneous results were obtained on 2 patient samples. Patient impact was not reported. The following information was provided by the initial reporter, translated from portuguese to english: 2 samples from the exam routine had altered results, showing many debris that hindered the positioning of the analysis gates and the final result. Support was requested to identify what may have caused these results.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975, and serial # (B)(6). Problem statement: customer reported complaint on the instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 28dec2019 to date 28dec2020. Complaint trend: there are 7 complaints related to the above problem; date range from 28dec2019 to date 28dec2020. Manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results in the facscalibur cytometer 4 color basic ivd is due to training error and improper sample preparation. The customer experienced samples with different results than expected and showed debris that hindered the positioning of the analysis gates and the final result. After the examination of the instrument, it was concluded that the erroneous results were unrelated to the instrument. The patient samples that were tested generated results altered by their own characteristics. In short, the erroneous results were caused by patient samples and the facscalibur cytometer 4 color basic ivd is working as expected. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper troubleshooting recommendations can be found under ¿chapter 9: troubleshooting¿ in the user guide; bd facscalibur¿. Instructions for use for use, # 23-12911-02 rev. 01 version a, page 199. In conclusion, the instrument and the reagents used were functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: case # (B)(4) install date: (B)(6) 2016. Defective part number: work order notes: o subject / reported: samples with different result than expected. O problem description: 2 samples from the exam routine had altered results, showing many debris that hindered the positioning of the analysis gates and the final result. Support was requested to identify what may have caused these results. O work performed: o cause: o solution: internal comments: o (B)(6) 2021 12:55 pm (gmt-3:00) added by (B)(6)): after fas analysis, the problem is not related to equipment or reagent problems. The samples of 2 patients in the examination routine generated results altered by their own characteristics, one of them with instructions on how to proceed with the preparation and analysis described in the training booklet. Calibur and the reagents used for the day are working correctly. O based on the review by rcc, this case was wrongly classified and was modified to issue product. Due to this change, it presented a delay in the capture. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. O ID: 3.1.5 o hazard: operational hazard ¿ fl3 separation qc failure. O cause: instrument parameters not optimized. O harmful effects: cannot proceed with clinical results after qc failure o risk control: optimize instrument. O implementation verification: service bulletin: fcb-19-11 (fl3 sensitivity separation failure). O effectiveness verification: 1. Implementation of service bulletin via servicemax. 2. Product tech support engineer performed effectively check via servicemax qo audit. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none mitigation(s) sufficient yes no root cause: based on the investigation results the root cause was due to user training and sample preparation. Conclusion: based on the investigation results, the root cause of the customer¿s erroneous results of the facscalibur cytometer 4 color basic ivd was due to user training and sample preparation. The fse confirmed the issue and no parts were needed for replacement. The instrument is running as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facscalibur¿ flow cytometer erroneous results were obtained on 2 patient samples. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: 2 samples from the exam routine had altered results, showing many debris that hindered the positioning of the analysis gates and the final result. Support was requested to identify what may have caused these results.